Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the PMA/510(k). Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course.note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. It is alleged that the patient sustained injuries on (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of composix kugel. Per op notes, ¿the her5nia sac was noted and reduced. Adhesions were lysed. A composix kugel mesh was placed and sutured.¿ (B)(6) 2017 - patient was diagnosed with meshoma thereby underwent open repair with excision of composix kugel. Per op notes, ¿adhesions of prior mesh were lysed. The prior meshoma was noted and excised entirely and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. It is alleged that the patient sustained injuries on (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.